Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon ruptured longitudinally along its entire length during inflation of the valve. The delivery system was removed without any issues. The valve implantation result was satisfactory, with appropriate positioning and good valve function. Imagery was received for evaluation. Per imaging evaluation, the delivery system balloon was observed to have burst longitudinally.